Manufacturer narrative:
H10: the actual devices were discarded; however, three (3) companion samples from lot 23a28h15 were received for evaluation. Visual inspection was performed with the naked eye and the reported issue of inadequate iodine was not observed. The reported condition was not verified for companion samples from lot 23a28h15. A batch review was conducted for reported lot 22j24h12 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The events occurred on an unspecified date in 2023, reported as "since april 2023." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps had inadequate iodine; further described as ¿minicaps appeared dried out." This occurred during set up of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.